Manufacturer narrative:
(B)(4). There is no intent to revise the patient at this time, therefore the product was unavailable for return to integrity implants for investigation. The reported event was confirmed by review of x-rays provided. The device history records for all applicable lots were reviewed and no discrepancies were found. A review of the complaint history determined that no further action was required as no trends were identified. Investigation results concluded that the reported event was due to incomplete locking of the implant components during the initial implantation. The results of the investigation were communicated to the complainant conveying proper surgical technique and use of the device. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Integrity implants will continue to monitor for trends.

Event description:
It was reported that the patient underwent an initial lumbar interbody fusion procedure. Subsequently, post-operative imaging identified posterior migration of the inner component from the implanted construct approximately four months later. Review of the inter-operative imaging obtained during the initial procedure identified incomplete locking of the implant components during the initial implantation. The patient has not reported any symptoms resulting from the migration. There is no intent to revise the devices at this time. No adverse events have been reported as a result of the reported issue.